Manufacturer narrative:
(B)(4). Strips not available for return.

Event description:
Patient was brought to the facility with symptoms of lethargy and increasing incoherence. Using inform system 1, staff tested the patient while still in the parking lot, result was approximately 108 mg/dl. Physician examined patient 5 minutes after patient was tested using inform system 2, result was 140 mg/dl. Physician indicated that patient was lethargic and diaphoretic but did not treat patient based on meter results, which were considered normal. After 3 hours of testing to diagnose if patient experienced a stroke, patient was tested on inform system 3, result was 99 mg/dl. At that time, lab results from a venous sample obtained at some point during incident were reported and glucose result was 24 mg/dl. Based on lab result, patient was then treated with glucose and within 1 minute, patient's physiological condition improved. Facility contact does not know which results were obtained from which meter. A request was made for the return of the meter, replacement sent. Strips not available for return, replacement sent.